Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant attempt, the lead could not be placed in the his bundle. The lead was not implanted. No patient complications have been reported as a result of this event.